Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding explantation, the condition of the capsular contracture, and the replacement devices. The patient underwent bilateral removal and replacement with two 590cc mentor memorygel breast implants ( catalog #: 3505590bc) . The left-sided capsular contracture was worse than the right-sided. On 9/26/2019, the suspected medical device was returned for evaluation. On 10/15/2019, the investigation on the suspected medical device was completed. Investigation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample, two creases were observed towards anterior of the device . No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Therefore, no further investigation will be conducted at this time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 590cc mentor memorygel breast implants and experienced postoperative bilateral garde IV capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left prosthesis.